Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15425. It was reported, the pt experiences a sharp pinching/burning sensation at her ipg site while stimulation is off. Additionally, one instance of the sensation occurred while the pt was asleep with stimulation off and woke her up. The pt stated, she does not feel the sensation when charging. The pt stated, she has also experienced the sensation once when the stimulation was on. The pt indicates the sensations last about 30-60 seconds. The ipg site is not warm to the touch. The nurse practitioner stated, the pocket site looked fine. The sjm rep is to meet with the pt for reprogramming as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.